Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime issue. The customer's blood glucose was unknown at the time of incident. The customer reported that insulin does not come out of the infusion set. The customer declined troubleshooting. The insulin pump will be returned for analysis.